Event description:
On (B)(6), it was reported by a sales representative via sems-(B)(4) that an ar-9628s univers revers modular glenoid system 3.0 mm sterile drill bit's distal tip broke while drilling for the posterior baseplate peripheral screw and was unable to be retrieved. This was discovered during a reverse total shoulder arthroplasty procedure with no patient harm. The case was reported to have been completed successfully.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.